Event description:
As reported, a pt called our affiliate in the UK and reported an "eye problem." The pt provided contact info for their eye care provider. The optometrist reported the pt was seen at an eye hospital in 2009 while on holiday. The pt complained of discomfort and redness os. The pt reported to the optometrist that the ophthalmologist at the hospital removed something from under the eyelid, reported as an insect. The pt was prescribed virax and told they "would be fine." The pt went to the optometrist at about 5 days later complaining of continued discomfort. He states the cornea had a "ground glass" appearance and the pt was referred to the local eye hospital. The consultant there diagnosed acanthamoeba and treated the pt with brolene and pmb. The pt returned to the office for follow up 3 days later with a va of 6/6. It is uncertain if the pt will return to contact lens wear. The pt has a history of basement membrane dystrophy and was using a 2 step peroxide lens care system. The optometrist reported he does not feel this is a contact lens related issue. The provider is waiting for consultant's letter. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Method: device discarded - unable to follow up. No conclusions can be drawn.